Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse was unable to reproduce the issue. The system functioned as normal. The fse tested the system and verified that it was ready for use.

Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, the tip of an unspecified grasper instrument was inadvertently placed into the patient's liver, causing a tear and bleeding. It was reported that this event occurred when the attending surgeon gave control of the da vinci instruments to a resident surgeon. The resident thought she would be gaining control of arms 1 and 3, but she instead was in control of arms 1 and 4. When the resident took control of arms 1 and 4 she accidentally placed the tip of the grasper instrument into the liver causing bleeding. The attending surgeon took control again and used a permanent cautery hook instrument to coagulate the bleeding. The procedure was completed robotically.